Manufacturer narrative:
There was intermittent act button due to flattened dome switch. The j2 connector at the lcd board was found locked. The pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.(B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was over 150mg/dl. The customer states the act button is not responding. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.